Event description:
Reporter alleges over the last several years the pt had problems with implants. Reporter also alleges upon physical examination significant asymmetry and problems with left breast were found. Class iii capsule formation on right and left not palpable. The pt's implants were removed intact and a bilateral capsulectomy was performed. Reporter also alleges the pt has had some problems with arthritis and myalgia.